Manufacturer narrative:
Device evaluation: the meter involved with this complaint has been returned and evaluated by lifescan product analysis on 1/11/2012 with the following findings: the meter has passed testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed. A DHR (device history record) was completed for this product and no deviations, non-conformances, or reworks were observed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510(k) # is k053529.

Event description:
On (B)(6) 2011, the patient/lay-user contacted lifescan (lfs) alleging that she was experiencing an issue with her one touch ultra2 meter testing in the settings mode. The medical surveillance specialist (mss) spoke with the patient on (B)(4) 2011 and obtained the following information. The patient reported that the alleged issue with the subject lancing device began on (B)(6) 2011, at 7 am. She stated that she tests her glucose 2x/day and manages her diabetes with insulin (self adjuster) and due to the alleged issue on (B)(6) 2011, at 12 pm she had less food and drink, since she was unable to test her glucose levels. The patient claimed that on an unspecified time on (B)(6) 2011 she felt 'nauseated, light headed and weak'. In response to her symptoms, on (B)(6) 2011, at 11 am she went to her routine appointment feeling the same symptoms, her glucose was tested with a clinic meter and a result of over '400 mg/dl' was obtained (she could not recall the actual value). She also reported that at her appointment, she was treated with unknown insulin and given a new prescription for increased amount of oral medication, 3 pills instead of 2 (850 mg). She could not recall the medication name. During the initial call with customer service, the agent noted that the issue was resolved after educating the patient on correct testing procedure. Replacement products were sent to the patient. This complaint is being reported because the patient claims she was unable to test her blood glucose due to the reported issue and reportedly developed symptoms suggestive of hyperglycemia and the patient allegedly received medical intervention from a health care professional (hcp) after the reported issue began.